Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the rolling loop fiber was found to be damaged within the spar channel which is related to the reported event. The usm was installed onto a golden system where the 319 error was triggered during power up replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where it was found to be failing on fiber test for rolling loop fiber. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy, the system exhibited an error 319. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The tse attempted to check the logs but was unable to establish a connection. The tse instructed the nurse to reseat the lan cable at the tower, but it was revealed that the system operated wirelessly. The tse did not have the opportunity to review the logs from that day. The tse inquired if the procedure could be completed without arm 3, but it was not possible as the stapler instrument and large cannula were installed on that arm. The tse then asked if these could be used from another arm, but this was also not feasible. The tse guided the caller to perform a hard power cycle on the patient cart, but the error 319 with arm 3 reappeared immediately. The tse informed the nurse that the issue could not be resolved without an on-site service, leading to the decision to convert to a laparoscopic procedure. The nurse mentioned that all arms would be needed for the next procedure as well. The procedure was converted to a traditional laparoscopic surgery with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.